Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure the contour device worked for the first firing but on the second reloading the gun would not staple. No patient consequences reported. Procedure was completed with same like device.